Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing air from the cartridge when filling it. Tandem technical support educated the customer that the air removal step should be completed prior to filling the cartridge. The customer declined loading a new cartridge and continued using the existing cartridge with the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.